Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a4, b3, b5, d6b, h6.

Event description:
Healthcare professional additionally reported left side "inflammatory fluid capsular contracture, IV device explanted."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade unknown. Device has been explanted.